Manufacturer narrative:
The separated device portion remains in the patient. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Medsun mandatory and voluntary report form user facility report number: (B)(4).

Event description:
User facility medwatch report (medsun mandatory and voluntary report form user facility report number: (B)(4) received that states: "during coronary intervention, tip of the whisper wire broke off in a distal branch of the rca (distal pda) and remained in distal vessel."

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents/complaints from this lot. Factors that may contribute to a material separation (tip) include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material separation (tip). Additionally, it was reported that the separated portion of the guide wire remains in the patient. The investigation was unable to determine a conclusive cause for the reported material separation (tip); however, the subsequent treatment appears to be related to the operational context of the procedure. Additionally, it was reported that the separated portion of the guide wire remains in the patient. There is no indication of a product quality issue with respect to manufacture, design, or labeling.